Event description:
Reporter indicated no further information regarding the patient's death would be provided. Product analysis of the vns generator and lead was completed. No anomalies were identified with the generator, and the generator performed per specifications. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. The majority of the lead assembly body and electrode array was not returned.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was intentional self-harm (suicide) by rifle, shotgun, and larger firearm discharge, with open wound of thorax, part unspecified, and open wound of unspecified body region. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of not sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
Reporter indicated a patient had died as a result of a self-inflicted gunshot wound to the chest. No further information was provided from the reporter. Attempts to the treating physician for additional information regarding the death have been unsuccessful to date. The vns generator and lead were explanted and are pending product analysis.